Manufacturer narrative:
(B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tubes customer states the blood collection tube had a string in the gel. No serious injury medical intervention.